Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Per follow up with the field, a replacement procedure has not yet been scheduled. No additional adverse patient effects were reported. This device remains in service.